Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the mfg paperwork verified that the lots met all pre-release specs. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas).

Event description:
On (B)(6) 2010, a computed tomography revealed the aneurysm at 50 mm. On (B)(6) 2010, the patient underwent repair of bilateral common iliac artery aneurysms using gore excluder aaa endoprostheses. The final angiogram revealed a distal type I endoleak of the right common iliac artery. The physician chose to wait and watch. On (B)(6) 2011, a follow up computed tomography revealed a persistent distal type I endoleak with the aneurysm of the right iliac artery measuring 58 mm. On (B)(6) 2011, the patient underwent a reintervention where coil embolization was performed on the right internal iliac artery and an iliac extender component was implanted to extend the right leg. The type I endoleak was resolved and the patient tolerated the procedure.